Event description:
It was reported that the anesthesia system generated a technical error code indicating airway pressure sensor error. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation into the reported failure has been completed. The field service engineer's on-site investigation led to the conclusion that the inspiratory pressure transducer printed circuit board (pcb) was defective and was therefore replaced. The evaluation of the received system device logs confirms the reported airway pressure sensor error. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. It has been determined that the inspiratory pressure transducer pcb was the cause of the reported issue. However, the replaced component was retained by the customer and not returned, preventing further root cause analysis.

Event description:
Manufacturer's ref: #(B)(4).